Event description:
The novasure endometrial ablation device was seated within the uterine cavity. The cavity was tested and passed on the first trial. The ablation started just for a few seconds and then the controller stopped and the vacuum light was on. This error message continued until staff switched out the disposible handpiece with a new one. The new device was seated within the uterine cavity in the same manner. The same settings were utilized and the cavity passed on the first trial. The ablation was initiated and went to completion with no vacuum alarm problem. It is unknown whether the new handpiece was of the same or a different lot.